Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, h2, h3, h4, h6 one g7 depth gauge item# 110010717 lot# 060061 was returned and evaluated. Upon visual inspection the device has fractured at the first notch of the measurement tip. There is visible scuffing and damage to the remaining handle. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the depth gauge broke during surgery. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.